Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrioventricular node ablation was performed after implant procedure of the leadless implantable pulse generator (ipg). The arrhythmia and asystole were observed. The new leadless pacemaker exhibited raising and high thresholds and there was no pacing. The cardiopulmonary resuscitation was performed. The dislodgment of the pacemaker was suspected. Pacemaker was snared and explanted and a new leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Information is provided in the future, a supplemental report will be issued.